Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had the scope displayed an error box with error code b31 and could not display the image. The event occurred during inspection for use. There were no reports of patient involvement.